Event description:
A cgm error 42 was reported. There was no reported adverse impact to the customer's blood glucose level. The customer received instructions to reset the pump, which resolved the cgm error issue, and successfully started their sensor session. They were educated on the fast depleting battery, attributed to the pump searching for the sensor, and advised to monitor the situation and report back if the issue persists. No further troubleshooting was necessary, and the device is not being returned.